Manufacturer narrative:
(B)(4). A2: age is an estimate - year of birth is 1951. D10: unknown monster screw, part and lot unknown, therapy date (B)(6) 2025. Unknown monster screw, part and lot unknown, therapy date (B)(6) 2025. Aoci-axxx, ao custom implant - a complexi ty, lot aocia2149, therapy date (B)(6) 2025. Unknown phantom activcore nail, part and lot unknown, therapy date (B)(6) 2024. The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient developed moderate swelling and implant subsidence, a nonunion, metallosis post an orif within a cage placement procedure resulting in removal of the hindfoot nail and a triple arthrodesis. The patient subsequently underwent a below the knee amputation due to pain, subsidence, and non-union of the right tibiotalocalcaneal arthrodesis. Attempts have been made and no further information has been provided.